Event description:
The patient presented to the hospital after receiving a vibratory alert. It was reported that premature battery depletion was noted. Battery voltage decreased unexpectedly. Device was explanted and replaced.

Manufacturer narrative:
Premature battery depletion was confirmed. The device longevity did not meet its requirement. The device tested normal in the laboratory and no source of high current drain was detected. The battery was sent to the manufacturer for further analysis. No anomaly was found. The cause of the premature battery depletion could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.